Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information becomes available.

Event description:
The customer contacted baxter's (B)(4) to report air under a home patient (hp) diaphragm. The baxter technical service representative (tsr) explained to the nurse that the only way air could enter hp was if the clamp was closed during priming and the hp connected with air in the patient line. The nurse understood. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the nurse who reported it was discovered the patient was inserting the cassette into the homechoice(hc) incorrectly, resulting in air in the line. Nurse states she reeducated the patient on proper cassette insertion and patient has had no further problems. No patient injury or medical intervention was reported. The nurse stated supplies were discarded after therapy, and lot number was unknown. A batch review will not be performed due to unknown lot number.